Event description:
On 7/25/2025, an employee of an arthrex subsidiary reported via email that during an acl repair procedure on (B)(6) 2025, an ar-1588rtt acl tightrope with fibertag became unusable when the thread detached from the needle. The case was completed using a new ar-1588rtt acl tightrope with fibertag. No patient harm was reported. Additional information was received on 08/01/2025: this issue occurred inside the patient. The needle and sutures were removed from the patient. There was no case delay or added anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.